Manufacturer narrative:
Product analysis: at analysis the active current drain was measured at 3 milliamps after booting and it was indicated that the device would automatically shut down immediately after removing the battery. It was further indicated that the motor driver board was in need of replacement. Because the customer rejected the service cost quote the device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.